Manufacturer narrative:
A1-a5 patient information was not provided h11 livanova deutschland manufactures the cp5 console, the event occurred in indianapolis, united states. Through follow-up communication it was learned that the onsite technician could not reproduce the event, but changed the port that the clamp controller was plugged into as a precautionary measure. Investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received report that, during procedure, an error message reporting the following: 'specific to cp5 timeout', appeared on the screen, concerning the arterial clamp. There is no report of any patient injury.